Manufacturer narrative:
The investigation found that there was sample interference with the streptavidin component of the reagent. Product labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." The discrepancies in the different ft3 reagent versions are consistent with the different physical reaction conditions of the ft3 assay and the effect of the interfering factor. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on a cobas e 801 module compared to another e801 module, an e411 module, and an abbott architect. It is not known if any questionable results were reported outside of the laboratory. The customer's e801 module serial number was requested but not provided. The investigational e401 module's serial number is (B)(4). The ft3 reagent lot used was 585947. The investigational e801 module's serial number is (B)(4). The ft3 reagent lot used was 583301 and the expiration date is 28-feb-2023. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results and a1 patient identifier (B)(6) for information on the ft3 iii ver.2 results.

Manufacturer narrative:
The investigation is ongoing.